Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v567716, implanted: (B)(6) 2011. Product type: lead: product ID 3093-28, lot# v567716, implanted: (B)(6) 2011. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect and had been unable to urinate for the past 2-3 weeks. The patient had been using the same settings on their implantable neurostimulator (ins) since they were implanted one year ago. The patient had adjusted the amplitude, but wanted to change the program. It was noted that the patient had undergone "a lot" of medical procedures recently including CT scans and major reconstructive surgery about 8 weeks ago. The patient also had minor surgery on (B)(6) 2012 during which electrocautery was used. There were no falls reported. Additional information was requested but was not available at the time of this report.